Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the abdomen. The cgm reading was 12 mmol/l and rapidly decreasing, so the patient self-treated with carbohydrates. After that the patient started to experience hyperglycemic symptoms (this was not specified as the patient could not remember) and he called an ambulance before losing consciousness. The paramedics took the patient to the hospital, and he was diagnosed with esophageal tear which led to pneumonia, due to acid reflux which occurred due to hyperglycemia. The patient was admitted to the intensive care unit (ICU) and took a blood glucose reading between 45 and 50 mmol/l at the time of admittance; there was no cgm value reported then. They tested the ketone levels which were 6 to 7 mmol /l. The patient was treated with IV fluids, insulin, and fentanyl (opioid used as a painkiller). The patient stayed in the ICU for 5 days and stayed at the hospital for a further 8 days. He was discharged on (B)(6) 2022. At the time of the report the patient fully recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.